Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on available information, a cause for the reported single leaflet device attachment (slda) could not be determined. Additionally, the reported recurrent mitral regurgitation (mr) was a cascading event of reported slda. Recurrent mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was deployed on the mitral valve, reducing mr to a grade of 1. On (B)(6) 2021, the patient returned to the hospital due to unknown reasons. Echocardiography was performed and showed the clip had potentially detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing mr to increase to an unknown grade. No additional information was provided.